Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient presented pain and high ion levels. Severe trunnionosis with severe metallosis and necrosis of bone was found. Trunnion was worn and had noticeable loss of metal. Stem head and liner were removed and replaced.